Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. It was reported that the customer was unconscious and paramedics arrived and treated her. The customer's blood glucose level was 25 mg/dl. It was also reported that the insulin pump was damaged. The customer's current blood glucose value was 348 mg/dl. The insulin pump will not be returned for analysis.